Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon the device was explanted due to migration of the electrode array. It is unknown if the patient was reimplanted. (B)(4).

Event description:
The manufacturer became aware upon receipt of the explanted device on (B)(6), 2010. No other information was provided, however, additional information has been requested. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.